Event description:
Doctor had a pt approx two months ago who had a reaction to the calaxo screw. Pus filled up on the tibial side. Sales rep confirmed that no revision surgery was performed on this pt and the doctor was instructed to countersink the screw, which he typically does.

Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for eval.